Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy procedure, the large suturecut needle driver instrument did not close properly and did not grip the needle securely for sewing, causing the needle to twist and slip out repeatedly. The needle was retrieved from the patient during the same procedure; it was confirmed that it did not remain inside the patient. The procedure was completed with a new large suturecut needle driver instrument after an approximate 5-minute delay. There was no reported patient injury.